Manufacturer narrative:
It was reported that the head rest on the table was allegedly experiencing unintended movement. The evaluation is anticipated, but not yet begun. There was no patient involvement or adverse consequences reported. A supplemental will be sent upon final evaluation.

Event description:
It was reported that the head rest on the table was allegedly experiencing unintended movement. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement.  Through investigation, the tables were found to meet design specifications.  Within the CAPA there are multiple potential root causes which may have attributed to this complaint.  As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related.  Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it.  No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
It was reported that the head rest on the table was allegedly experiencing unintended movement. There was no patient involvement or adverse consequences reported.